Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver broke during a case. It was confirmed that the broken pieces were retreived and the procedure was completed successfully.

Event description:
It was reported that the shaver broke during a case. It was confirmed that the broken pieces were retreived and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: jaws broke during case. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag.